Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. Access was obtained via the right femoral artery. The 95% stenosed, 2.5x20mm, concentric, denovo target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.5x20mm non bsc balloon and then a 2.50x24mm taxus liberte stent was advanced to the lad but was unable to cross the lesion. The device was successfully removed from the patient and the procedure was completed with a 2.5x24mm non bsc stent and the lesion was postdilated with a 2.5x20mm non bsc balloon. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Struts were raised in the middle of the stent. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified hypotube kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)